Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes that although the visual examination identified a hole in one of the cylinders, the damage is consistent with explant damage, and the testing performed on the remaining components did not identify any leaks or abnormalities that could affect the functionality of the device; therefore, the reported allegations were unable to be confirmed. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the cylinders identified that there was a hole in cylinder 1, consistent with explant damage. Visual examination of cylinder 2 and reservoir did not identify any leaks in the components. Functional testing of the cylinder 2 and the reservoir showed that both components performed within specifications. Cylinder 1 was not functionally tested due to the leak observed. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) device was not working. Two weeks later, he underwent a surgical procedure in which the cylinders and reservoir components were explanted and replaced. Upon explant, it was identified that there was a break in the cylinders connecting tube. The cause of the damage was not elucidated by the hospital. After the procedure, the patient improved and remains stable.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) device was not working. Two weeks later, he underwent a surgical procedure in which the cylinders and reservoir components were explanted and replaced. Upon explant, it was identified that there was a break in the cylinders connecting tube. The cause of the damage was not elucidated by the hospital. After the procedure, the patient improved and remains stable.